Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver was stuck on initialization screen. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A receiver boot and charge was performed and the receiver failed as the receiver turned on and was stuck in the initialization screen for an inordinately long time. The receiver turned on with the (B)(6) language equivalent of 'call tech support error: err121' displayed on screen. The receiver download was reviewed and contained err68, err69, err121 firmware errors and 'screenerroralarm' events within the relevant dates. The customer complaint of the receiver stuck on initialization screen was confirmed. The root cause could not be determined. The reported issue of the receiver stuck on initialization screen is reportable based on the finding of error icon events.